Manufacturer narrative:
Not explanted.

Event description:
The manufacturer was notified on (B)(6) 2016 that a perceval that was implanted presented tissue degeneration after 3 years and a valve from another manufacturer was implanted via tavi reoperation.

Manufacturer narrative:
As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. It is possible that the patient's clinical conditions and risk factors (hypertension and diabetes) may have contributed to the structural valve deterioration observed in this perceval s valve. (Pibarot and dumesnil, 2007; lorusso et al, 2011). Device not explanted.